Event description:
The account alleged no head down function. No pt impact.

Manufacturer narrative:
The account found that the control box had no output to the head actuator. The account replaced the control box to resolve the issue.